Event description:
It was reported that during follow-up, reproducible noise was observed on the atrial lead. No patient symptoms were reported and the lead remained implanted.

Event description:
New information reported that the lead was capped and replaced on (B)(6) 2016. It was noted that the patient had been in a car accident. The patient was in stable condition following the procedure.